Manufacturer narrative:
Results: based on information received root cause could not be determined, device or procedural images were not returned for review. Conclusion: based on information received root cause could not be determined, device or procedural images were not returned for review. (B)(4).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (stenosis). Evaluation conclusion: device failure related to patient condition (stenosis). (B)(4).

Event description:
Evaluation summary patency of the inner lumen was checked when a 0.014" mandrel was passed through to the tip of the device, no resistance was noted. The distal tip of the device had very slight evidence of damage. The balloon returned uninflated, the distal and proximal section of the balloon had no evidence of damage. The outside of the balloon had evidence of blood on its surface. The balloon was cleaned down and left in a waterbath to condition for 30 minutes. The device was purged and a steady stream of bubbles was not noted, which would have indicated the presence of a leak. The balloon was inflated to nominal pressure (10atm), no issues were noted and the balloon maintained pressure. The balloon was inflated to rated burst pressure (18atm), no issues were noted and the balloon maintained pressure. There was also no damage noted to the remainder of the catheter.

Event description:
It was intended to use an nc sprinter balloon to post-dilate a previously deployed unknown stent in the lad which was exhibiting 70% stenosis. As the balloon was crossing the lesion, it was reported that the delivery system ruptured. Another device was used to complete the procedure. No patient injury occurred and no clinical sequelae were reported.